Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/07/2020 d4: batch # t5dt28 device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife and was noted to have nicks. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of corrective actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5dt28. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How much blood was lost (ml)? Did the patient require a transfusion? It was reported that ¿the patient suffered from (B)(6)¿. Does the physician believe the mrsa was related to an alleged deficiency of the device? Is so, why is it believed to be related? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic proctectomy & ileal pouch: (B)(6) 2019. Surgeon registrar went to fire the ecs29a and did not hear the full audible feedback (crunch). The surgeon went to the bottom of table and placed hands over registrar and again squeezed the device handle. Once the device was removed the staples had fired but the washer was not completely broken. The donuts were complete. On removal is became very difficult to get out of the patient. The surgeon had to apply some pressure. On inspection of the anastomosis - the patient was bleeding. The surgeon applied some "peracot" and spongostan to stop the bleeding. The patient suffered from (B)(6) - theatre foot flow was kept to a minimum.